Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex biliary rx fully covered rmv stent was to be implanted to treat a malignant stenosis and biliary jaundice in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy inside the bile duct was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent was deployed successfully. However, during removal of the delivery system, the tip of the delivery system was caught inside the stent and pulled the stent out of its correct position. The stent was removed from the patient with a snares and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.